Event description:
During an arcr (arthroscopic rotator cuff repair) procedure using a healicoil sa pk 5.5mm w/3 ub-bl, cbbl, lt, it was reported that the tip of inserter dislodged from the shaft. When the surgeon tried to insert the suture anchor to the insertion site, the surgeon was not able to do it smoothly. The surgeon changed the anchor¿s angle to establish an axial alignment of the anchor to the site and determined that the tip of the inserter had dislodged. The site was prepped by using a 3.8 mm tapered awl. The procedure was completed with a back-up device in a second site, leaving the initial site empty. The quality of the patient¿s bone was normal. There were no reports of patient injuries or complications.

Manufacturer narrative:
Examination of the returned healicoil sa pk 5.5mm w/3 ub-bl, cbbl,lt inserter device confirmed the reported failure of tip breakage. The tip has broken at the weld. The welding process is done in the shaft cell. At this time, we are unable to determine the relationship between the device and the cause for this event. A lot number was not provided by the complaint reporter. Without a valid lot number a DHR review cannot be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).